Manufacturer narrative:
(B)(4). The device has been received but, not yet evaluated. When additional information is received, a supplemental report will be submitted.

Event description:
It was reported that during a vats (tt) stand alone laa clip procedure, while inside the chest as the surgeon was attempting to position the clip for deployment, the clip was stuck in "locked" mode. Surgeon was not able to move the head of the clip with controls any longer. Also, when surgeon attempted to open and close the clip, that function was also no longer active. Clip was essentially frozen in the locked and open position. The device could not come out of the trocar. The port had to be removed as well, the device manually collapsed by hand to remove from trocar and then trocar reinserted to patient chest. Patient was off pump and the procedure was delayed for five minutes. Another clip was opened and used without further complications.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and during functional testing it was noted that the opening cable was broken. It is possible that the cable had been caught on the pulley when the surgeon forced the device head closed. Unable to confirm articulation failure.